Event description:
It was reported that there was no audio from the speakers on the solar 8000m pt monitor due to a hardware failure. There was no death or serious injury associated with this event nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.